Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported mitral stenosis, and the relationship to the product, if any, cannot be determined. The reported mitral regurgitation appears likely to be related to patient morphology/pathology (disease progression). The reported patient effects of mitral stenosis and worsening mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2018 one mitraclip xtr was implanted reducing mr grade to 1 and a mean mitral gradient of 3 mm hg. The patient was discharged home on (B)(6) 2018. On (B)(6) 2018, the 30 day follow-up echocardiogram found an mr grade 2 and a mean mitral gradient of 7 mm hg. The mr increase was not related to the implanted mitraclip. No additional information was provided.